Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 27-feb-2024, it was reported that the patient faced a kinked cannula which led to no delivery alarm and high blood glucose level of 497 mg/dl. Therefore, on (B)(6) 2020 at 06:00 am, the patient was admitted to the hospital due to high blood glucose level (over 600 mg/dl). During hospitalization, the patient received insulin intravenously as corrective treatment. The patient was in hospital for two days. Currently, the blood glucose level of the patient was 241 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.